Manufacturer narrative:
The case reported that patients are experiencing abdominal pain and pressure after procedures where the endostratus co2 insufflator was being used. (B)(4) sales representative is in close contact with this facility. This facility was performing regular colon screenings and it was reported that the extent of the pain and pressure the patients experienced was similar to that of procedures done using normal room temperature air. There were no lasting effects or hospitalization of these patients. The endostratus co2 insufflator unit was returned for additional inspection and functionality tests by (B)(4) depot service department. The unit performed according to specification. There is no details confirming that the facility co2 connection or processing error could be the cause. This complaint will continue to be maintained by (B)(4) complaint handling system.

Event description:
The facility reports that patients are experiencing post procedure abdominal pain and pressure after using co2 insufflator.